Manufacturer narrative:
Analysis received the unit with no button response due to flattened dome switch. Analysis was unable to verify for time clock anomaly, lost sensor alarm, sensor end alarm and no delivery alarm. There was no frozen screen noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.